Manufacturer narrative:
A1 patient identifier: complete list of sample ID's are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed increased reactive rates for alinity s chagas. The customer further reported there were samples that were repeat reactive and negative by other testing. The customer provided the following data: samples tested on lot 67249be00, a lot that was currently being used: sample ID (B)(6) initial result was 1.84 (reactive) and repeat results were 1.69 (reactive) & 1.71 (reactive). Ortho esa testing generated a negative result. Sample ID (B)(6) initial result was 1.98 (reactive) and repeat results were 1.99 (reactive) & 1.89 (reactive). Ortho esa testing generated a negative result. Sample ID (B)(6) initial result was 1.11 (reactive) and repeat results were 1.40 (reactive) & 1.37 (reactive). Ortho esa testing generated a negative result. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. Review of tracking and trending for the alinity s chagas reagent did not identify an increase in complaint activity related to the complaint issue. An increase in complaint activity was not identified for the complaint lot. The overall performance of the alinity s chagas reagent was reviewed using field data from customers. A review of field data for the overall performance of lot 67249be00 indicated the product was performing as expected. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the alinity s chagas reagent, lot 67249be00 was identified.

Event description:
The customer observed increased reactive rates for alinity s chagas. The customer further reported there were samples that were repeat reactive and negative by other testing. The customer provided the following data: samples tested on lot 67249be00, a lot that was currently being used: sample ID (B)(6) initial result was 1.84 (reactive) and repeat results were 1.69 (reactive) & 1.71 (reactive). Ortho esa testing generated a negative result. Sample ID (B)(6) initial result was 1.98 (reactive) and repeat results were 1.99 (reactive) & 1.89 (reactive). Ortho esa testing generated a negative result. Sample ID (B)(6)initial result was 1.11 (reactive) and repeat results were 1.40 (reactive) & 1.37 (reactive). Ortho esa testing generated a negative result. There was no reported impact to patient management.